Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was suspected to be suffering from tibial loosening. A revision was performed. No additional information is available according to per, hcp.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 no devices or photographs were received; therefore, the condition of the components is unknown. Review of the device history records identified no related deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Medical notes were not provided. X-ray review by mmi states that there was varus alignment of the knee with decreased spacing in the medial compartment as well as posteriorly. Periprosthetic lucency noted along the undersurface of the lateral tibial plate, which suggests loosening. This complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.